Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have oversensing of short noise bursts that are random. The lead is suspect of a fracture. The patient is scheduled to see the physician, in which the lead will be checked for possible lead revision. The lead remains in use. It was further reported that the right atrial (ra) lead triggered a lead impedance warning for a chronic high impedance. The ra lead will also be checked for a possible lead revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was suspect of a fracture. The patient has chronic atrial fibrillation (af) so the physician elected to program the lead off leaving the lead in the patient, out of service.